Event description:
It was reported per the expedited quality review report: fiberoptix sensor (fos) board defective. Established at first test. Fos board replaced.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.